Event description:
Info was received that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
Na